Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.